Manufacturer narrative:
The user started receiving glucose suspend alerts on (B)(6) 2025, day 46 after insertion. An RMA was authorized for the return of the sensor. In-house testing of the returned sensor showed no issues with sensor functionality. A review of the raw sensor data revealed optical instability in all sensing areas; however, this could not be reproduced during in-house testing. This may occur in instances where the failure mode observed in vivo cannot be reproduced in a laboratory setting.the user was provided with a replacement sensor as part of the resolution. B4. Date of this report 22 dec 2025. G3. Date received by the manufacturer? 22 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.